Manufacturer narrative:
After the event the device was checked on site and a 14 hours test run was performed. Several measurements of the ventilator piston position passed, as well as final check in correspondence to dräger test certificate and the repeated self-tests. The device shows no malfunction and has been released for continuing use. The device log was available for manufacturer analysis. The analysis shows that running ventilation was stopped due to an observed deviation of the ventilator piston position. The device generated "ventilator fail" alarm and switched to manual ventilation mode. User concluded the case in the following 12 min in manual mode. The device behaved as specified for the observed deviation (wrong piston position), generated alarm and offered manual ventilation. Ventilation monitoring is available under these conditions. Alarms and remedies are described in the instructions for use. A root cause for the deviation of the ventilator piston position was not identified.

Event description:
It was reported that during a running anesthesia the anesthesia device stopped automatic ventilation and alarmed for "ventilator inop". No injury was reported.